Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the physician reported that a pinhole was noted in the bottom part of the balloon when an attempt was made to inflate the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event